Event description:
The balloon on the iab ruptured during use. There were no pt complications.

Manufacturer narrative:
The sample has been returned to arrow. Co's eval confirmed that the balloon leaked. Balloon ruptures are a recognized potential complication of intra-aortic balloon use, generally occurring in the presence of atherosclerotic plaques which can damage the balloon membrane.